Event description:
The customer reported a leak dripping from the secondary probe of the coulter lh 500 hematology analyzer. The leak was approximately two milliliters in volume, was not contained within the instrument and had leaked onto the counter. The healthcare workers interfacing with the machine were wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that the rinse block probe was leaking. The fse realigned the rinse block and the leak was repaired. The repairs were verified per established procedures. The instrument was returned into operation. The cause of the event was a misaligned rinse block. No discrepant results were generated for this event however, this specific failure mode may cause erroneous, unflagged patient results to be generated upon recur. (B)(4).